Event description:
The patient reportedly underwent two skin flap revision surgeries due to poor headpiece retention issues. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.